Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician deployed the stent and was satisfied with the result. However, when they went to remove the lead wire, they found it was broken within the microcatheter due to kink damage. The broken portion was removed and final runs of contrast were performed. It is unknown where the damage was located or if any frictionwas encountered. The patient was undergoing treatment of an unruptured, saccular cavernous ica aneurysm. It was noted that the patient's vessel tortu osity was moderate and that the devices were prepared as indicated per the IFU. Dual antiplatelet treatment was administered. There were no related patient symptoms. Post procedure angiographic results were satisfactory. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (lot no. A838097) found the pipeline flex pusher was found separated at ~107.3 cm from the proximal end at the hypotube to proximal wire joint. The pipeline flex distal hypotube was found stretched with the pusher ptfe shrink tubing damaged (accordioning). The pipeline flex pusher resheathing pad, ptfe sleeves, and tip coil were found to be in good condition. Based on the device analysis and reported information, the customer¿s report of ¿pushwire kink/damage¿ was confirmed as the pusher was found separated. Based on the formal investigation conducted, separation can occur due to certain use conditions such as excessive force or patient vessel tortuosity. From the damages seen on the pipeline flex pusher (stretching) it appears excessive force may have been used. In addition, it is possible the patient's "moderate" vessel tortuosity contributed to the event. H6: method code updated to b01. Result code updated to c070601 and c070603. Conclusion code updated to d1102 and d1103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the cause of the reported issue could not be determined. There was no pushwire separation, the wire was only kinked.

Manufacturer narrative:
H6: device code updated from a0401 to a0406. H10: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned in a way that may cause or contribute to a death. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.